Manufacturer narrative:
.

Event description:
The complainant reports, an under-delivery of a companion pump. The intended delivery amount was to be 1000 ml delivered over ten hours at 90-95 ml per hour, but instead, it was delivered in eighteen hours. No additional patient information was provided. There was no report of serious injury or illness or medical intervention associated with this complaint.